Event description:
It was reported that the insulin pump gave multiple motor error alarms. Troubleshooting was performed. No damage to the drive support cap was noted. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded / loose drive support disk. The motor passed the motor test.